Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an x-ray indicated a broken nail following implantation, resulting in malunion. Attempts have been made for additional information, and the attending rep does not recall event details.